Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the arsenic was infused faster than expected. Arsenic (total volume 130ml) was programmed as a secondary infusion and was set to run at 65ml/hr. At the time the event was discovered, the bag was found empty, and the device reportedly displayed that the volume infused was 73ml. The infusion reportedly should have lasted an additional one and a half hours. The primary bag was programed to run at 65ml/hr. As well for a volume of 40ml. The event occurred on (B)(6) 2023 between 1200 and 1559. When asked for the patient's outcome, the customer reported that there was "minor harm" as the patient "felt drunk" that lasted approximately 30 minutes. The customer also stated that the following actions were done by the clinical staff due to the event: "1. Change to equipment; 2. Monitor vital sign; 3. Medication therapy (not specified)." A report was received from (B)(6) canada vigilance program which states, "writer flagged down by pt husband, writer entered room to find arsenic bag empty. Pump reading secondary line infusing " programed to be running at 65ml/hr and volume infused reading 73ml. Pump should have been running for an additional 1.5hr as secondary programed at 65ml/hr with a 130ml arsenic bag and primary flushed programed at 65ml/hr for a volume of 40ml."

Event description:
It was reported that the arsenic was infused faster than expected. Arsenic (total volume 130ml) was programmed as a secondary infusion and was set to run at 65ml/hr. At the time the event was discovered, the bag was found empty, and the device reportedly displayed that the volume infused was 73ml. The infusion reportedly should have lasted an additional one and a half hours. The primary bag was programed to run at 65ml/hr. As well for a volume of 40ml. The event occurred on 06 september 2023 between 1200 and 1559. When asked for the patient's outcome, the customer reported that there was "minor harm" as the patient "felt drunk" that lasted approximately 30 minutes. The customer also stated that the following actions were done by the clinical staff due to the event: "1. Change to equipment; 2. Monitor vital sign; 3. Medication therapy (not specified)." A report was received from health canada's canada vigilance program which states, "writer flagged down by pt husband, writer entered room to find arsenic bag empty. Pump reading secondary line infusing " programed to be running @65ml/hr and volume infused reading 73ml. Pump should have been running for an additional 1.5hr as secondary programed @65ml/hr with a 130ml arsenic bag and primary flushed programed @65ml/hr for a volume of 40ml."

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue of an over infusion of arsenic was not confirmed or replicated during testing of the returned suspect pump module. ¿ laboratory testing found the suspect pump module delivering fluid as programmed, within specification and without any periods of unregulated flow observed. ¿ the customer provided an event date of (B)(6) 2023, and the time was reported from12:00 pm to 3:59 pm. O it should be noted that during the initial power on of the system at 2:20 pm a ¿safety clamp open/close door¿ alarm was observed with a duration of 6 seconds. It is not known if the safety clamp was open prior to the device being powered on and if so for how long. O at 2:20 pm, the suspect pump module was programmed/started a primary infusion of .nacl 0.9% (drug ID 1) with a rate of 25ml/h, and a vtbi of 250ml. Pvi was recorded as 0ml. O at 2:27 pm, the user updated the primary rate to 65ml/h, vtbi of 40ml, a secondary infusion was programmed/started of arsenic trioxide (drug ID 36), rate 65ml/h and vtbi of 130ml. Pvi was recorded as 3.07ml and svi was recorded as 0ml. O at 3:27 pm, the pump module alarmed for flow stop open (safety clamp open), the door was closed, and the infusion was restarted. Primary volume infused()pvi was recorded as 3.07ml and svi was recorded as 63.4ml. O at 3:36 pm, the pump module was paused, the infusion was not restarted after this time. Pvi was recorded as 3.07ml and svi was recorded as 73.4ml. ¿ the pcu event log could not determine why the secondary infusion, scheduled to infuse for 2 (two) hours, was instead terminated early after infusing for approximately 1(one) hour and 9 (nine) minutes. ¿ additionally, the pcu device logs could not determine the volume contained in the infusion bag either at the start or end of the infusion. ¿ inspection of the suspect pump module and returned administration sets did not observed any anomalies that would contribute to the reported complaint. ¿ testing of the returned primary and secondary administration set did not observe any leaks or backflow. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the arsenic was infused faster than expected. Arsenic (total volume 130ml) was programmed as a secondary infusion and was set to run at 65ml/hr. At the time the event was discovered, the bag was found empty, and the device reportedly displayed that the volume infused was 73ml. The infusion reportedly should have lasted an additional one and a half hours. The primary bag was programed to run at 65ml/hr. As well for a volume of 40ml. The event occurred on (B)(6) 2023 between 1200 and 1559. When asked for the patient's outcome, the customer reported that there was "minor harm" as the patient "felt drunk" that lasted approximately 30 minutes. The customer also stated that the following actions were done by the clinical staff due to the event: "1. Change to equipment; 2. Monitor vital sign; 3. Medication therapy (not specified)." A report was received from health canada's canada vigilance program which states, "writer flagged down by pt husband, writer entered room to find arsenic bag empty. Pump reading secondary line infusing " programed to be running @65ml/hr and volume infused reading 73ml. Pump should have been running for an additional 1.5hr as secondary programed @65ml/hr with a 130ml arsenic bag and primary flushed programed @65ml/hr for a volume of 40ml."

Manufacturer narrative:
Correction: unique device identifier (UDI) #, PMA / 510(k)#. Added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
Correction: unique device identifier (UDI) #, PMA / 510(k)#. Additional information: manufacturer narrative. Root cause: the root cause for the reported arsenic infusing faster than expected was not able to be identified during the investigation. The suspect pump module and returned administration set passed all testing with no issues or anomalies observed.

Event description:
It was reported that the arsenic was infused faster than expected. Arsenic (total volume 130ml) was programmed as a secondary infusion and was set to run at 65ml/hr. At the time the event was discovered, the bag was found empty, and the device reportedly displayed that the volume infused was 73ml. The infusion reportedly should have lasted an additional one and a half hours. The primary bag was programed to run at 65ml/hr. As well for a volume of 40ml. The event occurred on 06 september 2023 between 1200 and 1559. When asked for the patient's outcome, the customer reported that there was "minor harm" as the patient "felt drunk" that lasted approximately 30 minutes. The customer also stated that the following actions were done by the clinical staff due to the event: "1. Change to equipment; 2. Monitor vital sign; 3. Medication therapy (not specified)." A report was received from health canada's canada vigilance program which states, "writer flagged down by pt husband, writer entered room to find arsenic bag empty. Pump reading secondary line infusing " programed to be running @65ml/hr and volume infused reading 73ml. Pump should have been running for an additional 1.5hr as secondary programed @65ml/hr with a 130ml arsenic bag and primary flushed programed @65ml/hr for a volume of 40ml."